Manufacturer narrative:
The reported complaint was confirmed. Further instructions were provided to the user facility about placing the sensors on a flat surface of a reservoir and not a rounded surface. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass on an unknown date, the perfusion team at had intermittent false alarms that were not being displayed on either the messaging center of the central control monitor (ccm) or logged in the ancillary folder of the system. The cause is usually do to quick decoupling and coupling of the level sensing system. The team set up and attached the level pads per the manufacturer's recommendations, used gel and attached the sensors to the reservoir for the procedure. The team detached the level sensor and then applied more gel to the sensors, re-attached the sensors and proceeded without issue for the case. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
Per the user facility, after several alarms in a row they checked the log screen for error messages but nothing was displayed. Trouble shooting was done by turning on and off the level sensor since it was placed on the curve of reservoir and they applied more jelly on the sensor and the alarm stopped. The field service representative (fsr) verified the reported issue. Per data log review, it was determined that the alarm was due to the level sensor not making good contact with the reservoir. The level sensor and level module were tested and both are operating to manufacturer's specifications.

Event description:
It was reported that the unit was making an audible alarm with no error messages displayed. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient. No other details regarding the nature of this event were provided.